Manufacturer narrative:
Customer indicated that the battery was also changed out on the morning of the reported event. The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the load plate cover to be torn, the lcd screen to be flickering, and the short black cover to be torn. Functional testing of the platform was performed and found the platform to function correctly upon start-up; however, the platform would not restart compressions after pausing for breaths to be administered to the mannequin. The platform also exhibited a user advisory (ua) 17 (max motor on time exceeded during active operation). A review of the platform's archives was performed and found multiple ua 17, ua 2 (compression tracking error), and ua 18 (max take-up revolutions exceeded) messages, all to have occurred during the reported event on (B)(6) 2014. The archive also shows that battery with s/n (B)(4) was not fully charged during use, which may have contributed to the ua 17's exhibited. The platform exhibited ua 2's may be due to the patient moving/shifting out of position and the ua 18's appear to have occurred because there was no patient present on the platform while the lifeband was trying to size down. Review of the archive shows that the customer was not performing proper battery management, as battery with s/n (B)(4), which was used during the reported event, appears to have been placed into the platform on (B)(6) 2014, not fully charged, and remained there without being charge cycled until used during the reported event on (B)(6) 2014. Also, battery with s/n (B)(4) appears to have been placed into the platform on (B)(6) 2014 and remained there without being charge cycled until used during an event on (B)(6) 2014. Batteries s/n (B)(4) were also placed into the platform for use during the same event without being fully charged. The motor drive train was replaced, remedying the customer's reported complaint that the platform would not restart after pausing for breaths to be delivered to the patient. Additional work completed not related to the reported complaint to ensure that the autopulse platform is functioning without issue: the power distribution board was replaced. The load plate cover, short black cover and lcd screen were all also replaced. The system underwent and meets all testing criteria. In conclusion, the customer's reported complaint that the platform would not restart after pausing for breaths to be delivered to the patient was confirmed through both functional testing and review of the archive. The motor drive train was replaced, remedying the customer's reported complaint.

Event description:
It was reported that during patient use, the autopulse platform did not restart after pausing for ventilation. After a few minutes of compressions, the device was paused for ventilation but was unable to be restarted. The crew pressed the "start/continue" button and the device continued compressions for a minute or so before stopping again. The exact fault codes that were displayed on the platform are unknown. The platform was on a solid flat surface. Customer checked the patient's position on the platform and the position of the lifeband on the patient. The battery was also changed. No further information was provided. No adverse patient sequelae was reported.